Event description:
It was reported to medtronic minimed that the customer experienced display anomaly-back light anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported backlight anomaly on screen. Pump passed self test. Backlight did not turn on with new battery or after increasing brightness setting to 5. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884l was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed the self test. No unexpected back light anomaly noted during testing. The backlight brightness setting was adjusted from 1 through 5 and each setting functioned properly. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked retainer. In summary, customer alleged back light anomaly not confirmed. Expose to moisture on battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.